Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-1397. It was reported the pt's scs system was explanted during a spinal surgery. No further info regarding the reason for explant was provided.

Manufacturer narrative:
Eval results: this was an elective removal. There is no alleged device failure to meet specification. The ipg as rec'd functioned and communicated with all lab utilities. It drew idle current within specification (3-15ua). It accepted charge using a lab charger. The lead was returned cut and damaged as a consequence of the explant procedure. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.